Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. Review of the logs from the event date of june 9, 2025, showed repeated attempts to charge and discharge the device, each triggering "defib pad short" and "select 30j for test" messages. This indicates the device detected a shorted impedance, preventing discharge above 30j. No clinical log was provided for review. The customer was contacted as part of the investigation and does not believe the clinical staff had the device internationally shorted. The device and multifunction cable (mfc) were tested but the issue could not be reproduced. The defib pads were not returned for evaluation. The pace/defib engine board was replaced as a pre-caution. The device was recertified and returned to the customer. No trend is associated with reports of this type.